Event description:
The pt has a history of spontaneous choledochoduodenal fistula and gastric outlet obstruction. An alimaxx stent was implanted two months ago to replace an obstructed gore viabil stent. The pt returned for a planned stent revision. The alimaxx stent could not be removed with forceps and required dislodgement with sequential dilation using a balloon dilator. Close inspection of the stent revealed defects within the covering of the alimaxx stent with tissue ingrowth from the pyloric channel and proximal duodenum. Marked granulation tissue was found around the gastric outlet. The stent was successfully removed. A cook jejunostomy tube was placed in the jejunum for enteral feedings. The stent was given to the sales rep. The MFR response for the esophageal stent, alimaxx-es: the sales rep was consulted by the provider.